Manufacturer narrative:
D2b pro code (product code): qrb. Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however response was not received. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Media review: a review of the images provided from the field showed evidence of high impedances. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the leads had high impedances and the patient was experiencing inadequate pain relief. The patient underwent a lead replacement procedure. No further information has been obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 weeks ago prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 20127713, UDI: (B)(4).

Event description:
It was reported that the leads had high impedances and the patient was experiencing inadequate pain relief. The patient underwent a lead replacement procedure. No further information has been obtained.